Manufacturer narrative:
Unit alarmed compromised force sensor during the basic occlusion test due to protruded and loose drive support disk. Unable to perform occlusion, prime, the excessive no delivery test due to compromised force sensor alarm. Pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot. (B)(4).

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.